Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump has cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly. Customer states while attempting to view alarm history, buttons did not respond. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.